Event description:
It was reported that there was high impedance on the lead due to a probable fracture and connection issue. The lead was turned off and is not in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).